Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. The litigation does not specifically state which product was used on the pt therefore an unknown complaint is being entered. Additional information has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unknown, the women health product ifus are found to be adequate based on past reviews.